Event description:
A customer contacted baxter (B)(4) in regards to a connection issue with a titanium adapter and catheter connector. The hp stated that the catheter connector (1416980-2012-00037) could not be tightened with the titanium adapter. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Manufacturer narrative:
(B)(4). A 510(k) will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.